Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 02.feb.2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure to repair a distal humeral fracture on (B)(6) 2017, the tip of the stardrive screwdriver shaft was noted to be worn out, preventing surgeon from inserting the screw. Another screwdriver was readily available and was used to complete the procedure successfully with no harm to patient. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation summary was completed. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. We have received the scrdriver shaft 2.4 short self-hold (314.453 / 9777639) for investigation, here is the statement: upon visual inspection of the complaint device it can be seen that the tip of the instrument is worn out, this thus confirming the complaint description. Otherwise the article is in good condition. Based to the mentioned findings, no further investigation will be done. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use led to this damage or/and that during the operation an application error may have taken place. No product fault could be detected. No corrective action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.